Manufacturer narrative:
Investigation completed on a smiths medical smiths medical syringe infusion pumps/medfusion 3500 complaint of motor rate error alarm was not duplicated during testing. However, this was revealed in the event log. Preventative action was taken to replace step motor and worm coupling and gear. Step motor nine years old. Device in overall good condition. Passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps gives a motor error message when testing the occlusion alarm.. Event occurred during testing.